Event description:
It was reported that the depth gauge was in pieces and could not be put back together. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history records (DHR) was conducted and no complaint related issues were found.

Manufacturer narrative:
No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21-mar-2012. Placeholder.

Manufacturer narrative:
Additional evaluation states item was received with incorrect head piece attached. Piece was assembled incorrectly. Item is not repairable. The cause of the issue is incorrect component used to assemble. There are no known ncrs associated with this part and lot number. The product development evaluation states item was received with the knurled cap missing from the returned device, which is why the device can not be reassembled properly. One depth gauge for 2.7mm & small screws, part 319.01, was received for evaluation with complaint category fell apart. The knurled cap is missing from the returned device, which is why the device cannot be reassembled properly. Product drawing was reviewed during this evaluation. It appears that the device was disassembled for sterile processing and the knurled cap component was lost or not reassembled with the rest of the device. This is the only complaint for part 319.01 with complaint category fell apart in which the knurled cap component was misplaced and not reassembled with the remainder of the device. The screw and screw insertion/extraction process related risks design & clinical risk management document adequately addresses this complaint event. In addition, the technique guide for reprocessing synthes reusable medical devices-instruments, instrument trays, and graphic cases is available to the customer for reference. The design is adequate for its intended use and did not contribute to this complaint event. This complaint event was most likely caused when the device was disassembled for sterile processing and the knurled cap component was lost or not reassembled with the rest of the device. Therefore, this complaint is invalid from a design perspective.